Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 3.1 was not detected on bus and unable to recover. A field service engineer (fse) ran hardware test application (hta), found no cubies, checked controller board and it showed correct flashing lights on the drawer. The fse reseated all row board connections and pyxibus cables, ran hta and tested the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the auxiliary drawer 3.1 was not detected on the communication bus and unable to recover. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.